Event description:
Sales rep reported <1cm burn to distal small bowel during laparoscopic ovarian cystectomy with oophrectomy. Consulting general surgeon advised to "oversew". Pt is recovering without any special treatment. Surgeon believed the burn came from the shaft of the instrument because he/she was "never in the area".

Manufacturer narrative:
The returned handle was visually inspected under magnification, with no damage found to the shaft or tip area. The unit was then electrically tested and passed all tests including inner insulation dielectric strength, outer insulation dielectric strength and shield continuity. A review was conducted of lot gk. No other issues of any nature have been reported since its MFR in 11/2001. Nature or cause of the reported injury could not be determined from the available data. Additional analysis for a similar event may be found in MDR 1722040-2003-00003.